Event description:
This case was initially received via regulatory authority ((B)(6), reference number: not available) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('chronic inflammation in abdomen and pelvis') and salpingitis ('inflammation of the fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), genital haemorrhage ("bleeding"), appendicitis ("inflammation of the appendix "), fatigue ("fatigue"), gastrointestinal disorder ("bowel problems "), disturbance in attention ("concentration problems"), skin mass ("connective tissue knots"), breast pain ("pain in the breasts"), abdominal pain ("cramps"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), uterine adhesions ("uterine adhesions"), cyst ("cysts "), hyperhidrosis ("sweating fits"), tremor ("tremors"), shaking ("shaking"), dizziness ("dizziness"), headache ("headache"), food allergy ("food allergies"), hypovitaminosis ("vitamin deficiencies"), psychiatric symptom ("psychiatric symptoms") and impaired work ability ("inability to work full days") and was found to have weight increased ("rapid weight gain"). At the time of the report, the pelvic inflammatory disease, salpingitis, genital haemorrhage, appendicitis, fatigue, gastrointestinal disorder, disturbance in attention, skin mass, breast pain, abdominal pain, fibromyalgia, arthralgia, uterine adhesions, cyst, hyperhidrosis, tremor, shaking, dizziness, headache, food allergy, hypovitaminosis, weight increased, psychiatric symptom and impaired work ability outcome was unknown. The reporter provided no causality assessment for abdominal pain, appendicitis, arthralgia, breast pain, cyst, disturbance in attention, dizziness, fatigue, fibromyalgia, food allergy, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, hypovitaminosis, impaired work ability, pelvic inflammatory disease, psychiatric symptom, salpingitis, skin mass, tremor, uterine adhesions, weight increased and shaking with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (department of medical technology, health and youth care insp, reference number: not available) on 17-jan-2022. The most recent information was received on 24-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('chronic inflammation in abdomen and pelvis') and salpingitis ('inflammation of the fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), genital haemorrhage ("bleeding"), appendicitis ("inflammation of the appendix "), fatigue ("fatigue"), gastrointestinal disorder ("bowel problems "), disturbance in attention ("concentration problems"), mass ("connective tissue knots"), breast pain ("pain in the breasts"), abdominal pain ("cramps"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), uterine adhesions ("uterine adhesions"), cyst ("cysts "), hyperhidrosis ("sweating fits"), tremor ("tremors"), shaking ("shaking"), dizziness ("dizziness"), headache ("headache"), food allergy ("food allergies"), hypovitaminosis ("vitamin deficiencies"), psychiatric symptom ("psychiatric symptoms") and impaired work ability ("inability to work full days") and was found to have weight increased ("rapid weight gain"). At the time of the report, the pelvic inflammatory disease, salpingitis, genital haemorrhage, appendicitis, fatigue, gastrointestinal disorder, disturbance in attention, mass, breast pain, abdominal pain, fibromyalgia, arthralgia, uterine adhesions, cyst, hyperhidrosis, tremor, shaking, dizziness, headache, food allergy, hypovitaminosis, weight increased, psychiatric symptom and impaired work ability outcome was unknown. The reporter provided no causality assessment for abdominal pain, appendicitis, arthralgia, breast pain, cyst, disturbance in attention, dizziness, fatigue, fibromyalgia, food allergy, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, hypovitaminosis, impaired work ability, mass, pelvic inflammatory disease, psychiatric symptom, salpingitis, tremor, uterine adhesions, weight increased and shaking with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-jan-2022: quality evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.